Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening crack in the valve, wear abrasion, creases fold and white particles in the shell. Leak test and microscopic analysis was performed which identified, valve crack. Based on the device analysis the final assessment is a cracked valve seat diaphragm valve.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device remains implanted.